Event description:
Per the audiologist, after waking up one morning, the patient reported "popping", "static" and then "little to no sound" when using the cochlear implant system. Results of an integrity test done in 2008 showed the implant was not functioning. The patient's device was explanted six days later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.